Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. "Final 3d imaging done with the o-arm highlighted a cement leak. A fragment of cement was confirmed to be stuck at heart-valve level. The surgeon attempted to remove the fragment surgically via the venous system. However, the piece of cement broke into 2 sub pieces that migrated directly into the lungs, making the removal impossible. As a consequence, the patient will be treated with anti-coagulation drugs for 6 months. Patient required surgical intervention with intubation. Patient is currently listed in good condition."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Correction: original part #s were given incorrectly. Part # kpe1003-cds was reported when the actual parts used were c05b and c02b. Mdrs were filed in error. No MDR is needed as the parts are not cleared in the us.